Manufacturer narrative:
The cause for the discordant hbsag result is unk. No further eval of the device is required.

Event description:
A false positive advia centaur hbsag result was obtained on a pt sample and confirmed. The physician questioned the result. The pt was redrawn and retested in duplicate. The results were nonreactive. The original sample tube was retested again and the result was reactive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag result.